Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with an unspecified power cord issue. This condition had the potential to interrupt delivery. This event occurred upon power up in the medicine ii area. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or it any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a ''stripped cable'' was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a stripped power cable. Should additional information be received, a follow-up medwatch will be submitted.